Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon case, while being applied for colon resection, the stapler "snapped" while firing, a crack was heard in the handle which allowed to continue firing but was extremely difficult to retract the knife blade. Also, jaws of the device locked on tissue, wherein the black knob had to be forcefully pried back to resolve the issue. There was no patient injury.